Manufacturer narrative:
(B)(4). Covidien technical support engineer (tse) advised the customer over the phone to replace the breath delivery unit (bdu) printed circuit board (pcb). Covidien was not authorized to service the device. The customer reported the device will be put out of service and will not be repaired.

Event description:
Covidien received info that the 840 ventilator gave a device alert while in use on a pt. The pt was placed on another ventilator as a result of the event. There was no pt harmed or injury reported.